Event description:
Patient presented to the ER physician three days post-implant procedure with rashes at the incision sites. ER physician prescribed antibiotics. Patient returned to their physician for a follow-up appointment with improvement.